Event description:
On 16-apr-2026, a sales representative reported via email that during an achilles haglund¿s speedbridge procedure performed on 15-apr-2026, one of the distal row 3.9 mm dx swivelocks from an ar-9928bck-dx bc achilles speedbridge was broken. It is unclear whether the device broke during insertion or was received broken within the package. No patient harm was reported. Additional information was received on 21-apr-2026: the 3.9 mm dx swivelock was visually inspected before insertion, and no damage was observed upon initial removal from the package. During the procedure, the eyelet was malleted to bone, and the anchor was initially seated. While attempting to advance the anchor, it was noted that the anchor was not advancing. The observed damage was located inside the shaft of the swivelock inserter (inside the driver). No fragments were generated due to the issue. The affected anchor was removed, and no portion of the swivelock remained implanted in the patient. An additional anchor inserter from the speedbridge kit (ar-9928bck-dx) was used to complete the procedure. The surgery was delayed by approximately five minutes. No additional anesthesia was administered, and no adverse patient effects were reported during or following the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.